Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mitch email notification record received. The patient was revised due to high metal ions. Doi: (B)(6) 2007. Dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the devices were reviewed by bioengineering and a report was received stating; it was unlikely that a manufacturing defect was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.